Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the plastic bumpers on the device was cracked at the base and a small piece was chipped off. The piece was not returned. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. This fracture appears to have been caused by an impact overload mechanism. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the impactor broke. Unknown if there was a backup and unknown if there was a delay.